Manufacturer narrative:
Additional information has been requested from the user facility to confirm which of the reported lot numbers failed to provide adequate cutting action. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 3 see 1920664-2018-00026, 00027.

Event description:
The user facility reported two of the vitrectomy cutters did not cut. Additional information: there was only 1 patient involved, and they were able to get the third pack opened to cut.